Event description:
It was reported the subject device ¿does not want to start; the red led(light-emitting diode) is lit and displays error¿. There were no reports of patient harm.

Manufacturer narrative:
E1-initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the "does not want to start" was identified. It is likely the result of stress problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.